Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Follow up is being conducted to determine the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle unf and medical records received. After review of medical records the patient was revised to address pain and hypersensitivity. Operative note reported mild metallic staining in the soft tissues and minimal amount of intra-articular fluid. There was a fair amount of back side metallic staining of the liner. Lab result shows metal ions were above 7 ppb. Doi: (B)(6) 2008; dor: (B)(6) 2018: right hip.